Event description:
It was reported that the system produced uncommanded x-rays. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reported a radiation release of fluoroscopy x-ray resulting from inadvertent customer footswitch handling. Although, the customer could not provide details, it is likely there was patient and/or customer involvement. This situation was possibly and aro. There was no system malfunction, the system operated as intended.